Manufacturer narrative:
(B)(4). Per the final statement to complaint letter dated july 04, 2012 wherein the investigation results are described, leakage testing was performed and it was confirmed that there was a leak in the welding cover near the red stopcock. A leak of this nature would be detected during a 100% function test in production. It is conceivable that the leakage appeared with delay due to inner stress in the material. (B)(4).

Event description:
On (B)(6) 2012, it was reported that leaking occurred in arterial filter lot 70071965 at (B)(6) site. There was no patient involvement. (B)(4).